Manufacturer narrative:
(B)(4).

Event description:
This report was received from the (B)(6). It is reported that on a post-operative patient, the nurse was changing fluid on the line. She disconnected the IV giving set and left the patient to and get an obturator. At this time, she believes that the clamp was on. When she came back to the patient, there was a large amount of blood on the pillow and sheets and the patient was peri-arrest. He had lost blood via the mac line. It is unclear, if the clamp slipped off, or if the patient knocked or undid the clamp. He was mildly agitated on the ward. The patient suffered a pea arrest and was resuscitated, however he died subsequently.